Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The lesion was an area of instent restenosis of a previously implanted promus drug eluting stent located in the mid right coronary artery. The 15mm x 2.00mm apex monorail balloon was advanced half into the stent half into the vessel. The balloon was inflated and it ruptured at 14 atms. The procedure was completed with another of the same device. Residual stenosis was noted to be "probab ln" 40%. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).